Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. Unique identifier (UDI) # was corrected from (B)(4). Device manufacture date was corrected from 31-jul-2018 to 27-jul-2018. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection. Functional testing and visual evidence provided by the site revealed that the liquid-crystal display (lcd) display was blank and light-emitting diode (led) indicators on the controller front panel were not illuminating, and the controller was unable to communicate to a monitor. Functional testing also revealed that the controller was unable to register commands from the front display push buttons, the controller exhibited controller resets, and the no power alarm could not be silenced by inserting an alarm adapter into the serial port of the controller during bench testing. Additionally, visual evidence provided by the site revealed that the controller exhibited a continuous alarm during the reported event date. Internal inspection of the controller did not reveal any anomalies. Supplemental testing was performed and revealed that the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller, was faulty. The controller can still accept power from a power source. It is likely the controller resets due to the faulty uic contributed to reported "medium priority alarm" event. After the controller board was replaced, the controller performed as intended. As a result, the reported events were confirmed. The most likely root cause of the reported events can be attributed to a faulty user interface controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a medium priority alarm after the ventricular assist device (vad) hematocrit settings were changed. There was no text shown on the controller face and there appeared to be faint black boxes on the screen. The power sources were disconnected while using the red adapter and a no power alarm occurred which was unable to be silenced. When the power source was attempted to be reinserted while using the red adapter, the no power alarm occurred again and holding the two controller buttons did not silence the alarm. The controller was exchanged. No patient complications have been reported as a result of this event.